Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that an oxygen supply failure alarm occurred. There was no patient involvement at the time the issue occurred. There was no report of patient or user harm. Further information regarding the event is pending.

Manufacturer narrative:
The unit was sent to the repair center, and the reported issue was unable to be duplicated. The device passed required performance verification tests by philips standards and was returned to service.